Event description:
There is concern that the pump mechanism caused hemolysis of red blood cells, leading to hemoglobinuria in the affected patient. A preadolescent male with t-cell acute lymphoblastic leukemia received two entire units of crossmatch compatible packed red blood cells (prbc) via the hospira symbiq infusion pump following normal infusion guidelines. The rate of blood infusion was 60ml/hr for the first 15 minutes and 200ml/hr for the remaining time. The blood was not warmed. The patient had a port. Needle size is unknown. The antibody screen was negative. The transfusion was complete at 13:15. The port was flushed with normal saline. Fifteen minutes later, the patient developed redness to the ears and dark urine. The vital signs remained stable. A transfusion reaction workup was initiated. Clerical check was okay with no visible hemolysis and negative direct antiglobulin test. Lab tests showed haptoglobin to be less than 8mg/dl (nl 35-278) and total bilirubin increased at 2.8 mg/dl. Ldh was elevated at 400 units/l. Urinalysis was positive for trace blood on dipstick with 0-3 red blood cells seen on microscopic exam. There was an appropriate increase in the hemoglobin/hematocrit level. The patient's symptoms resolved without further complication.